Manufacturer narrative:
Updated data: a1 pt. Identifier; d9; h6 - annex b, annex c, annex d product analysis: the device was received inside a heart valve return kit filled with clear 0.2% glutaraldehyde solution. Visual evaluation of device showed that all leaflets were tan and stiff. Extrinsic and intrinsic calcification was observed on all three leaflets. Calcification nodules were present on the inferior coaptive areas of all leaflets. A small leaflet tear was noted on the free margin of one leaflet. Commissures 1-2 and 2-3 were thinly encapsulated by glistening off-white pannus and thus, unable to verify condition of commissures. Commissure 3-1 appeared intact. All leaflets were in a partially closed position with gaps between the free margins. Visible calcification appeared to contribute to leaflet immobility. Adherent tan pannus host growth was observed on the outflow crown and extended to the valve frame outer skirt. Pannus was observed on the outflow margin of attachment of all leaflets. Thick, off-white pannus lined the inflow crown and extended into the inner lumen. The outflow showed a distorted appearance with multiple bent struts. The damage was possibly associated with the explant procedure. Radiography revealed calcification on the valve leaflets and commissures. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: a2 -patient age at event, b3 - date of event, b5 - desc evt problem updated data: d6b - explanted date, h6 - annex b/annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that information that approximately four years and three months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and showed severe aortic stenosis (as). Approximately one year and one month later, the patient presented to a clinic for follow up and reported complaint of fatigue, shortness of breath, and near syncope. Approximately one month later, the patient was hospitalized for the as. Surgical intervention was required and the valve was explanted five years, five months and ten days following implant. Following intervention, the as was noted to be resolved without sequelae. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated/corrected data: h6: annex f and annex g medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate; month and year are confirmed valid. The transcatheter aortic valve replacement is scheduled for (B)(6) 2023.  Product analysis: at this time, the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years, three months following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and showed severe aortic stenosis. Within a month, the patient presented to a clinic for follow up and reported complaint of fatigue, shortness of breath, and near syncope. A transcatheter aortic valve replacement was scheduled for one month later. No additional adverse patient effects were reported.